Event description:
It was reported that the customer ordered 21-2120-0105-14l pump kit, cadd-solis vip, mdl 2120, swedish, pharmguard, 1/ea, but received 21-2111-0402-14l pump kit, cadd-solis, mdl 2110, v4.2, swedish, 1/ea (pib). Serial numbers are registered as vip in installbase. There was no patient involvement.

Manufacturer narrative:
H10 - related report numbers: 3012307300-2025-0004,3012307300-2025-0005,3012307300-2025-0006, 3012307300-2025-0007,3012307300-2025-0008,3012307300-2025-0009,3012307300-2025-00010,3012307300-2025-00011,3012307300-2025-00025,3012307300-2025-00034. E1 - initial reporter address 2: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: device returned to manufacturer: 11-feb-2025 . H10 - related report numbers: 3012307300-2025-0004,3012307300-2025-0005,3012307300-2025-0006, 3012307300-2025-0007,3012307300-2025-0008,3012307300-2025-0009,3012307300-2025-00010,3012307300-2025-00011,3012307300-2025-00025,3012307300-2025-00034. H3: one device was returned for analysis in good condition. No physical damage was found on the pump. The reported problem was confirmed. The customer received the correct pump he had ordered (cadd solis vip), but the wrong sw-version and wrong rear label was placed on the pump (it was supposed to be a cadd solis vip label, but there is a cadd solis v4 label on it). The right sw-version will be reinstalled, also wrong label will be removed and replaced with the right one (cadd solis vip label).